Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection near the pocket site of the implantable pulse generator (ipg) wherein presenting symptoms of redness, swelling and discharge. The patient underwent a revision procedure where the ipg, lead, lead extensions, and burr hole cover were explanted. The patient was stable postoperatively. The explanted devices were disposed at the medical facility and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7088468, UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7094491, UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7094673, UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600-c, serial: na, batch: 27803433, UDI: (B)(4).